Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, shaft break occurred. The stenosed target lesion was a de novo lesion located at the moderately calcified and mildly tortuous left anterior descending (lad) artery. The lesion was noted to have a significant bend >45 and <90 degrees. A 24 x 2.25 mm taxus liberté stent was selected to treat the target lesion. During the procedure the stent did not reach the lesion and the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patients status post procedure was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was returned in two sections due to a hypotube break. The break was located at 79.6cm distal to the manifold strain relief. The hypotube was kinked 3.7 cm proximal to the break location. It is noted that the break and kink that was present is consistent with excessive force having been applied to the shaft. No issues were noted with the profiles of the crimped stent and tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, shaft break occurred. The stenosed target lesion was a de novo lesion located at the moderately calcified and mildly tortuous left anterior descending (lad) artery. The lesion was noted to have a significant bend >45 and <90 degrees. A 24 x 2.25mm taxus liberte stent was selected to treat the target lesion. During the procedure the stent did not reach the lesion and the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patients status post procedure was stable.